Manufacturer narrative:
(B)(4).

Event description:
There have been no additional issues reported and the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
The patient went into respiratory arrest several hours after initial pump implantation and was sent to the intensive care unit (ICU). The pump was stopped and the patient was later extubated on (B)(6) 2016. The pump was turned on at a low dose on the following day and the patient was released from the ICU. The physician noted that the respiratory arrest was not device or pain therapy related.